Event description:
Customer states the device caught fire and burned through the carrying case and his briefcase and bedspread. The fire department was called and they advised him that his device caused the fire. No one injured, no treatment. A request was made for the return of the suspected device and replacement product was sent.